Event description:
On (B)(6) 2009, the patient reported that while changing the insulin cartridge the plunger became stuck to the piston rod and an entire cartridge of insulin spilled into the cartridge compartment of the infusion device. He poured the insulin from the infusion device and he was able to remove the plunger from the piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.